Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tip of approximately 20 bentson straight fixed core wire guides unraveled during removal from another manufacturer¿s sheath. The wires did not detach, and the product problem did not result in any reported serious injuries to the patient.